Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: unknown shell, unknown head, unknown stem, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - makinen, t.j. Et al (2017). Management of massive acetabular bone defects in revision arthroplasty of the hip using a reconstruction cage and porous metal augment. The bone & joint journal, 99-b(5), 607-613. Doi: 10.1302/0301-620x.99b5.bjj-2014-0264.r3. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported in a journal article that a patient experienced fractures of the ischial flange, and metal augment were noted. The patient was revised due to cage failure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported in a journal article that a patient experienced fractures of the ischial flange, and metal augment were noted. The patient was revised due to cage failure approximately three years post implantation. The cage and a wedge augment were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.